Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating. Upon revision, a fluid loss was identified; therefore, all the components were removed and replaced. No patient complications were reported.